Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for low readings. Also found cannula split from tubing.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 60 and blood glucose was 84 mg/dl and threshold suspend was set at 60 . After troubleshooting, customer was advised to call back should issues persist as customer was advised that new sensors would be provided to him.